Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: multiple air alarms and air accumulation in the norepinephrine infusion lines. Two norepinephrine lines running but patient on norepinephrine 0.66 mcg/kg/min so every time there was an alarm even though nursing responded immediately there were large fluctuations in the patients blood pressure. No injury reported.

Manufacturer narrative:
This report identified as b. Braun medical internal report number (B)(4) is being submitted as a correction. Section h6 clinical and impact codes were submitted incorrectly in the initial submission. Correct codes have been added to this report.